Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: (B)(4) implantable pulse generator, (B)(6) 2005. (B)(4).

Event description:
It was reported that there was a low impedance warning on the right ventricular lead. The lead may have a possible inner insulation failure. The lead was capped and a pre-existing epicardial lead was attached to the new device. No patient complications have been reported as a result of this event.